Event description:
Information received by medtronic indicated that the insulin pump had a damaged display. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported a damaged display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Insulin pump was received with an illegible gray screen. Unable to perform the displacement test due to the illegible partial display. The case was cut open. After visual inspection, there are two long diagonal cracks running the entire length within the screen. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the insulin pump. In summary, the customer's report of a damaged display was confirmed during testing. The damaged display is due to the cracks within the display screen the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.